Manufacturer narrative:
The pump was received with currents within specification. The pump was received with a broken off end cap. Unable to perform the functional testing due to the broken off end cap. Unable to verify the history anomaly due to the broken off end cap. The pump had minor scratches on the lcd window, a cracked case near the display window corners, broken battery tube threads, a broken reservoir tube lip, a missing end cap sticker, and a loose/protruded drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had alarmed compromised force sensor system. She stated that her insulin pump was dropped and cracked open; the wires were exposed. The patient's blood glucose at the time of incident is unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.